Manufacturer narrative:
The insulin pump was received with blank display due to broken connector on interface board. We were unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had a cracked reservoir tube lip noted. The drive support was inspected and no anomaly was noted.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown. The customer was advised the pump will be replaced.